Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted during the service call. The customer canceled the service call at this time.

Event description:
The customer reported that the system intermittently would not boot up. The customer was able to reboot the system. There is no report of death or serious injury associated with the complaint.